Event description:
It was reported that the patient was ¿very, very drowsy¿. The patient was in the ER (emergency room). The hcp (healthcare provider) believed that the patient may be getting too much morphine and wanted to shut off the pump. The patient¿s pump managing physician had been paged. The device system was delivering morphine. It was later reported that the patient was admitted to the hospital on (B)(6) 2014. Initially this reporter stated that the patient was not in the hospital for reasons relating to her pump and stated that ¿they think she got sick on the street and put her in the ER but they couldn¿t find anything wrong¿. When asked if the reporter thought that the event was device related, the reporter then stated that they were not sure what happened and still were not sure. The device system was delivering morphine and bupivacaine. The reporter stated that maybe the hcp made an adjustment, but was not able to confirm this. It was later reported that as of (B)(6) 2014, the patient was very ill and currently in bed. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient had missed multiple appointments and the healthcare professional was unable to contact the patient. It was noted the patient still had their device in situ. The reporter stated the patient had changes in their mental status over the last 2-3 months. The reporter further stated the telemetry was consistent with the dose and concentration.